Event description:
It was reported that a case was booked as a left journey insert exchange. On discussion with the surgeon prior to the start of the surgery, he indicated that the patient had previously had a knee arthroscopy of the same knee and the post of the polyethylene had broken off and been removed. During the insert exchange surgery the surgeon removed the polyethylene (sz 5-6 9mm) using a bristow and mallet. He proceeded to removed any tissue that may inhibit the insertion of the new polyethylene and trialled with an insert 2mm thicker than the original size.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A lab analysis indicated that some burnishing was visible on the articulating surface of the insert. This was likely caused by femoral component articulation. The inferior surface show signs of deformation on the locking mechanism. Discoloration of the insert is likely attributed to absorbed biological fluid. The post is fractured as reported. There were no observations of material or manufacturing deviations in the course of this investigation. A clinical analysis indicated that there have been multiple unsuccessful attempts to obtain supporting clinical/medical documentation. No relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.